Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that during a carotid artery treatment procedure stent positioning difficulty was encountered. In (B)(6) 2011 the patient developed a carotid bruit and was hospitalized. The patient was diagnosed with high grade lesions by a recent duplex scan. The left carotid and subclavian arteries were stented without complications. The left common carotid artery was treated with pre-dilatation and placement of a 9 x 40 mm carotid wallstent in the proximal internal carotid artery, extending into the diffusely diseased left common carotid artery. As the wallstent delivery system was being removed, it appeared that there may have been some pulling of the carotid wallstent. A 5 x 2 balloon was then advanced to the internal carotid artery and dilated to 5 atms pressure to anchor the stent while the sheath was pulled down. The wallstent was dilated up to 7 atms of pressure and the sheath was then pulled back into the aorta. Post stenting, there was 25% narrowing in the left common carotid artery and 25% narrowing in the left internal carotid artery. Subsequently, selective left subclavian angiography was performed and was treated with placement of 7x 22 atrium covered stent. Post treatment, there was 25% stenosis in the left subclavian artery.